Event description:
It was reported that the patient experienced hypoglycemia and was treated at home with glucagon. The reporter stated that the patient received glucagon at 11:45pm (bg 85mg/dl) on (B)(6) 2011, and at 1:20am (bg 53mg/dl), at 1:50am (bg 52mg/dl), and at 2:18am (bg 86mg/dl) on (B)(6) 2011. At the time of the call on (B)(6) 2011 at 2:52am, bg was 161mg/dl. No signs or symptoms of hypoglycemia were reported and no medical intervention was required. The reporter alleged that the pump delivered a bolus around 1:40am on (B)(6) 2011 without user intervention. It was reported that the pump was locked and that the meter remote was outside in the car. The reporter reviewed the pump history with customer support and confirmed that the bolus history displayed correct bolus amounts for (B)(6) 2011 at 9:48am, 12:16pm, 3:23pm, 3:53pm, 4:56pm, and 5:22pm. The reporter said that she primed the pump around 1:15am after a low cartridge alarm; those activities were confirmed in the history. Customer support was unable to determine if the patient was disconnected from the pump during those activities. Customer support was unable to ascertain the reason for low bg prior to the alleged ghost bolus. This complaint is being reported because of the allegation that the pump delivered a bolus without user intervention and that the delivery aggravated a hypoglycemic event that was already in progress.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The investigation is not yet complete. When the evaluation is finished a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were two prime events that occurred on (B)(6) 2011 and both were recorded in pump's history. A review of the pump's history revealed that there were no boluses recorded at the time of the reported event and there were no un-programmed boluses that occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were found to accurately record in the pump's history. A 29 hour flow accuracy test was also performed and the pump was found to be delivering within specifications. The keypad was removed and there was no damage found to the button key contacts.